Event description:
Manufacturer received explanted pulse generator and lead for analysis. It was noted that both products were returned because of possible patient death. Attempts to gather additional information to confirm patient death and relationship to the vns therapy system from last known treating physicians have been unsuccessful.

Manufacturer narrative:
The cause and circumstances of the patient's death is unknown.